Event description:
The customer received questionable results for glucose on their integra 800 analyzer. The customer provided information for one patient with discrepant results reported outside the laboratory. The patient's initial glucose result from the emergency room on an accu- chek inform meter was >600 mg/dl. The first repeat result from the i800 was not provided, but had a data flag indicating it was above the measuring range. The second repeat result was 88 mg/dl accompanied by a data flag indicating it was diluted. The second repeat result was reported outside the laboratory. The ER physician questioned the result and the sample was repeated twice more on the same i800. The third repeat result was 877 mg/dl accompanied by a data flag indicating it was diluted. The fourth repeat result was 885 mg/dl accompanied by a data flag indicating it was diluted. The customer believed the result of 885 mg/dl was correct. There were no adverse affects to the patient as a result of this event. The glucose reagent lot number was 63827801 and the expiration date was 04/30/2012. The field service representative could not determine the cause of the event. He checked and verified the system. He replaced the reference electrode as it came up as a maintenance due item. Diagnostic checks were performed with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided for investigation. The issue has not re-occurred. The patient was not adversely affected.